Manufacturer narrative:
Kalina, a. G., p. H. Kalina, and m. M. Brown. "Xen® gel stent in medically refractory open-angle glaucoma: results and observations after one year of use in the united states." Ophthalmol ther, june 2019, pg. 1-12, doi.org/10.1007/s40123-019-0192-8. (B)(4). The reported events of choroidal hemorrhage, irido-corneal touch, choroidal effusion, hypotony, fibrosis and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Multiple requests for further information have been made. Allergan has received no response from the authors. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Reported events of "non-expulsive choroidal hemorrhage, slightly shallow anterior chamber, shallow serous choroidals, hypotony, needling procedure and trabeculectomy were performed in the unknown eyes" were noted in the article: "xen® gel stent in medically refractory open-angle glaucoma: results and observations after one year of use in the united states." Affected sides/eyes unknown.